Event description:
Reported that a healthcare worker began experiencing symptoms of a cough, sore eyes, sore throat, dry mouth and sinus irratation just after the introduction of cidex opa to their department. Two (2) months after the introduction the employee experienced nausea, a metallic taste in their mouth, a tickle in their esophagus and an exacerbation of their pre-existing reflux. They began wearing a filtered mask and the ventilation system was upgraded in the department. No medical treatment was sought.